Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.